Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No moisture damage on the lcd board, mother board, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. No blank display during testing noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that insulin pump was submerged into water. Insulin pump would be replaced.